Event description:
Patient follow-up examination did not reveal any endoleak pressure. Patient was later presented to the hospital in june 2005 with a retroperitoneal hematoma. Although the hematoma was stabilized an examination of the implanted endovascular graft was performed. Location of the hematoma was at the ipsilateral limb portion of the main body graft close to the bifurcation. An examination of the abdominal aorta noted that the aneurysm had increased in size. CT performed was unable to detect the cause of the aneurysm growth. Physician elected to explant the endovascular graft, and surgically repair the aaa. A cut-down was performed on the graft, explanting all the graft with the exception of the suprarenal stent and the inferior sealing stent. Dacron graft was stitched in place. Patient is currently doing well. Post procedure examination of the explanted graft noted a "popped" suture hole which is believed to have fed the aneurysm.